Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the drill was broken during drilling when the axsos plate was removed. Therefore, it was changed to a new same one and the operation was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the user of too much torque on the device during screw removal. The device inspection revealed the following: the returned screwdriver tip is indeed completely broken / snapped off during screw removal. Some cracks are clearly evident whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). The root cause of the failure was repeated powerful dynamic overload during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the drill was broken during drilling when the axsos plate was removed. Therefore, it was changed to a new same one and the operation was completed successfully with no surgical delay or adverse consequences reported.